Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that during the impella cp procedure, the repositioning sheath was advanced, and the patient woke up during the sheath swap. The patient tried to climb off the table. Extensive bleeding was noted for the impella access site. A femoral stop was placed and anticoagulation was held after the patient left the catheterization lab. The patient eventually expired. The use of the impella device cannot be conclusively associated with the patient¿s outcome. The patient's peri-procedural condition was critical.

Manufacturer narrative:
The investigation access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was most likely patient movement since patient tried to climb of table causing extensive bleeding at site post.